Event description:
Additional information was provided on 02apr2019 which indicated that the patient underwent an additional drainage replacement procedure on (B)(6) 2019. As reported, this procedure was completed successfully.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. A visual inspection of the complaint device was conducted. The complainant returned one partial catheter in a used and damaged condition. The device attributes were measured and found them to be within specification. Four hemostat marks on the catheter tubing were noted, likely from the user. The device was not returned with its hub. Investigators observed the reported failure mode. The device was separated from the hub, but it was not out of specification for any of the attributes measured. Additionally, a document based investigation evaluation was performed. Cook completed a review of the device history record of the lot and similar device lots and found no relevant non-conformances. Cook conducted a review of complaints from the same lots and found no other reported complaints associated with the lots. Because there are adequate inspection activities in place, objective evidence that the device history record was fully executed, no related non-conformances, and no other lot-related complaints received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Cook also reviewed the design history file for the complaint device and relevant studies covering hub separation in representative mac-loc catheters were reviewed. All test articles met the acceptance criterion and their tensile test peak loads exceeded the requirement. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: lab manager. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was placed during a lung abscess drainage procedure. Procedure was completed successfully. As reported, the patient was returned to the room and several hours later it was observed the hub had separated from the complaint device. Information was provided that the patient was not bed bound and was allowed to move freely prior to the noted separation. The device is scheduled to be removed and replaced on (B)(6) 2019. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.